Manufacturer narrative:
Date of birth: 1959. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-02217. It was reported via facility medwatch 14797797086-2017-0001 that the patient experienced chest pain. The 16mm to 18mm in length target lesion was located in the left iliac artery. A 20mmx40mm wallstent was deployed to treat the lesion and then a 20x55/10fr 75cm wallstent® endoprosthesis was also deployed more proximally. Intravascular ultrasound was performed and everything looks good and well apposed. The procedure was completed and the patient was discharged home. Three days after, the patient presented to the emergency department (ed) with chest pain and had st-segment elevation myocardial infarction (stemi). During examination it was noted that the 20x55/10fr 75cm wallstent had migrated up to the inferior vena cava into the superior vena cava, part to the right atrium, part to the right ventricle through the septal wall and took out the right coronary artery and tricuspid valve. The patient was brought immediately to surgery. The stent was removed, the tricuspid valve was replaced, and bypass to the right coronary artery was performed. The patient is scheduled to come back to address the patient's iliac issue and more stents would be implanted in the patient's iliac vein. No further patient complications were reported.